Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6(medical device ¿ problem code). The getinge field service technician (fst) was dispatched to evaluate the unit. The fst ran all manifolds leak test numerous times and found intermittent failure of membrane leak test. Replaced pneumatic module and passed all subsequent leak tests without issue. Unit passed all functional testing.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer during pre use check that the cardiosave intra aortic balloon pump had failed pneumatic interface module leak test. There was no patient involvement and no injury reported.